Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the patient parameters pcb assembly and after observing proper device operation through functional and performance testing, the unit was returned to the customer for use. Physio further examined the removed patient parameter's pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u5.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. &#1288;ere was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would reset by itself during boot-up.